Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 100149275) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, there was a delay due to a dws graphical user interface issue. When starting an automated case handling process, it was noted that the dynamic service controller could not be enabled on the ensite velocity dws. Troubleshooting included restarting the dws, but the issue persisted. The issue was resolved by switching to a different dws to continue the case. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite velocity¿ display workstation (dws) 7 was received for evaluation. Logs related to the event date were removed prior to return of the device. Based on the investigation and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined as the files were removed prior to return. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.